Event description:
It was reported that there was noise on the right ventricular (rv) lead. Additionally, it was noted that there was oversensing on the lead. The noise could not be reproduced in the office. The suspected cause of the noise and oversensing is an insulation break. The lead was revised and remains in service. No additional adverse patient effects were reported.